Manufacturer narrative:
Approximate age of device: 1 mo. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: highly elevated ldh, condition deteriorated with vt arrest, rv failure, cardiogenic shock. Vad exchanged. Thrombus noted in pump at explant.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received through the device tracking system that a pump exchange had occurred. The cause of the exchange was noted as "thrombosed." Information provided later indicated that the patient underwent a pump exchange to another lvad and in addition, was also receiving right ventricular (rvad) support with another manufacturer's device for long term support. The pump exchange due to thrombus was reportedly secondary to gastrointestinal bleeding, low platelets and bleeding at the tracheostomy for which treatment included both the anticoagulation therapy being stopped and the pump speed being reduced, which ultimately resulted in the pump thrombosis. The patient has remained in critical condition since the original implant on (B)(6) 2014. The pump is currently sounding low flow alarms. No additional information was available.